Event description:
Physician performed extra-capsular cataract extraction with anterior vitrectomy of left eye to remove trauma induced cataract. Flouroscein angiogram indicates facial burn in central visual field. Physician stated that pt's pre-op visual accuity was 20/60. Current visual accuity is stated by physician to be 20/200. The procedure took a total of 1 and 1/2 hrs. Physician stated that he did not use filters on device and used retinal protection device for a short time.